Event description:
The customer complained of an erroneous high result for 1 patient sample tested for ise indirect k for gen.2 on a cobas 6000 c (501) module. The initial k result was 7.61 mmol/l. The repeat result was 5.0 mmol/l. The repeat result was believed to be correct. The erroneous result was not reported outside of the laboratory. No adverse event occurred. The k electrode lot number and expiration date was not provided. The field service engineer (fse) visited the customer site and did not identify an issue. The analyzer was operating within specification. Qc was acceptable. No issues were identified during a review of the alarm trace data. The customer declined to provide any further information for investigation. The malfunction is consistent with improper pre-analytical sample handling. The investigation did not identify a product problem. The cause of the event could not be determined.